Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 as no event date was reported. Device code a0501 captures the reportable event of shrink sleeve detached. The returned sensor wire was analyzed. Upon visual assessment, it was observed that the ptfe peeled at the distal section, and the sleeve detached. Therefore, the complaint is not confirmed. Based on the condition of the returned device, engineers determined that the excess of force applied for the removed wire probably caused the detach of the sleeve and the ptfe peeled, it is most likely that as part of the device manipulation during the procedure an excess of force was applied to the device such as during the guidewire insertion through another device or the interaction with the scope, causing the peeled at the distal section of the wire and the sleeve detached. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a ureteroscopy procedure in the kidney on an unknown date. During the procedure, it was noted that the stent was stuck to the wire. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of shrink sleeve detached.